Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the mega needle driver had broken wire and stopped working. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: issue was related opening/closing of the grips. There was no report of fragments falling into patient and there was no patient injury as a result of the reported event. A back up instrument was used to complete procedure.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.